Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the procedure was completed with this device and the balloon was completely deflated; however, during withdrawal, resistance was met and modest effort was needed to remove the device from the scope. Subsequently a biopsy was attempted, however when the forceps (bsc, model unknown) were inserted into the scope, it was noted that a piece of the black exit marker of the cre balloon had detached inside the scope; the forceps pushed the fragment into the patient's stomach. The fragment was successfully retrieved; the method of retrieval is unknown. It was confirmed that there were no issues with the biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the exit marker to be split in half with one piece of the exit marker partially detached from the catheter and the other piece attached to the catheter. The catheter was found to be stretched and kinked. The complaint that the exit marker detached was confirmed. The condition of the returned device is consistent with the report that resistance was met during device removal from the endoscope. It should be noted that a pentax endoscope with a 3.2mm working channel is required to be used with this size balloon (as indicated by the directions for use and packaging label); however, in this event a pentax endoscope with a 2.8mm working channel was used, likely contributing to difficulty removing the device from the endoscope and subsequent device damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
A review of the device labeling has been performed. It was noted that this device is indicated to be used with a pentax endoscope with a minimum 3.2mm working channel size. In this case, the device was used in a 2.8mm pentax scope. It is possible that the use of this scope contributed to the reported event of exit marker detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the exact cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the procedure was completed with this device and the balloon was completely deflated; however, during withdrawal, resistance was met and modest effort was needed to remove the device from the scope. Subsequently a biopsy was attempted, however when the forceps (bsc, model unknown) were inserted into the scope, it was noted that a piece of the black exit marker of the cre balloon had detached inside the scope; the forceps pushed the fragment into the patient's stomach. The fragment was successfully retrieved; the method of retrieval is unknown. It was confirmed that there were no issues with the biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the procedure was completed with this device and the balloon was completely deflated; however, during withdrawal, resistance was met and modest effort was needed to remove the device from the scope. Subsequently a biopsy was attempted, however when the forceps (bsc, model unknown) were inserted into the scope, it was noted that a piece of the black exit marker of the cre balloon had detached inside the scope; the forceps pushed the fragment into the patient's stomach. The fragment was successfully retrieved; the method of retrieval is unknown. It was confirmed that there were no issues with the biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.